Event description:
It was reported that before a tka procedure, the camera would not power on when plugging in the cords. They tried to troubleshoot, called for assistance, checked internally in the back of the system, and everything was plugged in properly, but still, there was no power to the camera. The connection screen kept fluttering between disconnected and the blue "connecting" icon. The procedure was completed manually with s&n instrumentation. No other complications were reported.